Manufacturer narrative:
Batch review performed on 10 june 2022: lot 2100349: (B)(4) items manufactured and released on 25-mar-2021. Expiration date: 2026-mar-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved batch review performed on 10 june 2022: gmk-sphere 02.12.e0111fl tibial insert fixed sphere flex size 1/11 mm l e-cross (k202022) lot 2002462: (B)(4) items manufactured and released on 01-dec-2020. Expiration date: 2025-nov-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting stiffness in the knee and the cause is unknown. At about 9 months after the primary surgery, the surgeon revised the femoral component and insert. The surgery was completed successfully. Femur was revised because the surgeon thought the patient fell into the valgus phenotype and wanted to use a spherika femur.